Manufacturer narrative:
The device was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Vessel dissection and hemorrhage are known and anticipated complications to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Event description:
The patient presented with a thromboembolism in the left middle cerebral artery m1 that was treated with thrombolysis and angioplasty. Post procedure a left internal carotid artery dissection was confirmed and a carotid stent was placed to treat the dissection. The physician stated that the cause of the dissection was the stress on the vessel wall creating by the balloon guide catheter used to perform the angioplasty. Post procedure the patient had a thrombolysis in cerebral ischemia score of 3 after treatment. The next day post procedure, a slight subarachnoid hemorrhage was confirmed. No further information was provided.